Event description:
It was reported that "the 15mm connector was completely broken. It happened when the nurse at hospital tried connecting hme (heat moisture exchanger) to an elbow connector (japan medicalnext/intersurgical: fixed elbows 1997000) which was connected to the lma proseal after intubation. The broken 15mm connector was disposed". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "the device was discolo ured as compared with a blank new retained sample. On closer observation at the failure location, there were some jagged edges (symptoms of cracks due to force) on the broken connector. The jagged edges at where the connector split appeared to be ruptured by force. DHR was reviewed. No abnormality was found." Based on the investigation, the reported complaint was confirmed. The root cause was identified as user related. A concentrated detergent or overrun holding time could have possibly adversely impact the sturdiness of the connector properties. Per IFU recommendation, process lma proseal with mild detergent such as enzymatic cleaning agents with autoclaving time (held time) of 10 minutes at 134 c.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the 15mm connector was completely broken. It happened when the nurse at hospital tried connecting hme (heat moisture exchanger) to an elbow connector ((B)(4): fixed elbows 1997000) which was connected to the lma proseal after intubation. The broken 15mm connector was disposed". No patient harm or injury reported. Patient condition reported as "fine".